Event description:
It was reported that the ilet pump was dropped at school, resulting in a broken, unusable touchscreen while the wake button still functioned, and the patient appeared to continue receiving insulin but could not declare meals or complete a supply change. Symptoms included no injury. Outcomes included no reported clinical impact beyond the inability to perform user interactions. Investigation included a review of the device issue and arrangements for replacement, with the original device to be returned for evaluation. Investigation of this case revealed physical damage to the screen consistent with accidental impact and no reported alerts or alarms. It was concluded that the event was attributable to unintentional physical damage to the device screen, with the insulin delivery pathway appearing intact and no patient harm reported.